Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "runtime calibration failure - 1051" and "airway pressure sensing failure - 1052" error messages.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to a zoll approved service provider for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and stress testing without duplicating the report. The device was recertified and returned to the customer. It is important to note that a false alarm can be triggered during operation in high vibration environments when the device is not mounted correctly. Recommended user response would be to restart the ventilator and continue operation if no alarms are triggered. Analysis of reports of this type has not identified an increase in trend.